Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the delivery system faulty/failed / did not advance/load/inject as expected. Procedure completed same day. Additional information has been requested and received injector underneath lens upon implantation, lens scratched. The lens inserted and removed, and replacement lens was used and procedure was completed on same day with no patient harm. Injector to be thrown away and replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.